Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a model 2700tfx 29mm aortic valve was explanted and replaced with a 11060a 25mm valve after an implant duration of 7 years, 4 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned from implant patient registry and investigation that a model 2700tfx 29mm aortic valve was explanted after an implant duration of 7 years, 4 months to repair aortic root aneurysm. The patient was presented with chest pain. The explanted valve was replaced with a 25mm 11060a aortic valved conduit. The patient was stable at the end of the procedure.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Per drm (B)(4), rev d, on occasion the device may be explanted with no evidence of malfunction and is otherwise performing as intended. Such as for aortic graft replacement, to enlarge aortic root, repair fistula, control bleeding/coagulopathy or other non-device related reason. In these events, the device may require removal to control bleeding or to facilitate repair of the injury. The event is not related to the device. A definitive root cause is unable to be determined, however patient factors likely caused or contributed. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.